Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that after eight hours of using an infusion set, her blood glucose level starts to increase. Customer's blood glucose level was 400 mg/dl. The last two times the customer primed the insulin pump, the drive shift skipped. She could not have carbohydrates without an injection next to her. The insulin pump alarmed no delivery. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.